Manufacturer narrative:
(B)(4) for the reported issue of bands failed to deploy. (B)(4) for the reported issue of handle broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first ligation band successfully deployed outside the patient; however, the handle could not be turned inside the patient and the rest of the ligation bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was intact and attached to the trip wire loop. All seven bands had been deployed and were not returned. No issue was noted with the ligator head teeth. The trip wire was not secured in the handle assembly slot; however, the handle assembly slot presented slight evidence that the trip wire had been secured prior to receipt at cis. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first ligation band successfully deployed outside the patient; however, the handle could not be turned inside the patient and the rest of the ligation bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.